Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided by reporter. Unknown date when plate broke. Additional product code: hwc. The date of the original implant is unknown. Device history records was conducted. The report indicates that the: product manufacture date: june 18, 2004, product manufacture location: (B)(4), a review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm lcp plate 14 holes 189mm (part number 223.641, lot number 4785719) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Devices were not returned, no further evaluation is possible if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left tibia shaft hardware removal with revision was performed on (B)(6) 2016. Explanted hardware included a broken locking compression plate(lcp) and approximately eleven intact locking screws. The date of the original implant is unknown. Recently the patient sustained a fall and the plate was discovered to have broken at the half-way point, over a screw hole. The patient was revised to a large fragment plate and screws. The procedure was completed successfully with the patient in stable condition. This report is 1 of 1 for (B)(4).